Event description:
It was reported that during the permanent procedure, the doctor noticed there was a dural tear. The patient's dura was torn by the dural separator. He removed the entire scs system and used dura seal to repair the patient's dura. The doctor is planning on implanting the patient again. No further information is available at this time.

Manufacturer narrative:
Evaluation: results: the product was received complete, inserted with two modified slotted anchors. The were no visual anomalies in respect to the lead. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.